Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, displacement test and basic occlusion test. The unit could not prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to the prime anomaly. The following physical damage was also noted: cracked casing at the display window corners and battery tube threads along with minor scratches to the lcd window.

Event description:
The customer's husband reported via phone call that his wife was hospitalized for a high blood glucose of 600 mg/dl. The husband stated that the insulin pump was not delivering insulin. The patient's hyperglycemia was being treated with manual insulin injections. The husband declined troubleshooting and wanted a insulin pump replacement. The insulin pump was returned for analysis and a replacement device was shipped to the customer.